Manufacturer narrative:
Citation: vera s, et al. Self-expandable transcatheter heart valves for aortic stenosis. Short-term outcome and matched hemodynamic performance. Rev esp cardiol (engl ed). 2020 nov 3;s1885-5857(20)30422-9. Doi: 10.1016/j.rec.2020.09.014. Earliest date of publish used for date of event. Medtronic products referenced: evolut r (PMA# p130021, product code npt), evolut pro (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding a comparison of the patient outcomes and hemodynamic performance following transcatheter aortic valve implantation with the evolut r/evolut pro, acurate neo, allegra, and portico valves. All data was retrospectively collected from four centers between january 2017 and january 2019. Of the 514 patients included in the study population, 217 were implanted with medtronic evolut r or evolut pro transcatheter valves (predominantly male, mean age 81.4 years). No unique device identifier numbers were provided. Among all evolut r and evolut pro patients, 3 procedural and 7 in-hospital deaths occurred, respectively. No further details were d is closed. Considering the timing of when these deaths occurred, medtronic product may have been a contributory factor. Among all evolut r and evolut pro patients, the procedural, in-hospital, and thirty-day outcomes included: more than one valve required; valve embolization; annulus rupture; coronary artery occlusion; permanent pacemaker implantation; new onset atrial fibrillation; cerebrovascular events; major vascular complications; life-threatening or major bleeding; mild to severe peri-prosthetic (paravalvular) aortic regurgitation; and mild intra-prosthetic (central) aortic regurgitation. No additional adverse patient effects or product performance issues were reported.